Event description:
A report was noted from cbs4 news miami in which a south florida female patient experienced a fungal keratitis with use of renu with moistureloc multi-purpose solution, which the patient began using in july 2005. By october 2005, the patient was suffering from a severe fungal infection/fungal keratitis. The patient stated that her pain was traumatic. She also stated that as the infection covered the entire eye and before it could get into her brain, doctors were forced to remove her left eye.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.